Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2012-06713, reference MFR. Report#: 1627487-2012-06714. It was reported the pt's ipg deactivated on it's own on two occasions. It was also reported the pt is experiencing discomfort at the ipg site. The pt is also receiving inadequate coverage. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.